Manufacturer narrative:
A test reservoir was installed into the insulin pump and did not lock into place due to completely broken off reservoir tube lip. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, cracked display window and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment and the reservoir lock are broken. Customer indicated that the reservoir cannot stay in place. Customer's blood glucose was 150 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.